Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, non-intuitive motion was observed on two instrument arms when two surgeons attempted to take or give instrument control using a double console system. The caller indicated that there should be a color code, specifically orange or blue, to identify which surgeon has control. Troubleshooting with an intuitive surgical, inc. (Isi) technical support engineer (tse) began with a log check, which revealed nothing relevant. However, communication between the tse and the customer was interrupted due to an unspecified clinical emergency issue, unrelated to the robot, that required the procedure to be converted to open surgery. Later, the customer called back and clarified that the color code referred to the leds on the arms, and during the surgery, the operating room staff was unable to see the blue leds. As a result, the customer was unsure which instrument arms were controlled by which surgeon. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to reproduce the customer reported issue. No errors were identified in the system logs. The system was tested and verified as ready for use. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-25409 for MDR submission regarding the procedure conversion to open surgery due to an unspecified clinical issue.